Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 23 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. Evaluation results findings (components/results): 1 device: caster; chassis/frame; slide / mechanical problem identified. 1 device: chassis/frame / deformation problem. 1 device: chassis/frame / wear problem. 1 device: chassis/frame; fastener / deformation problem; mechanical problem identified. 1 device: coil / wear problem. 1 device: housing / wear problem. 1 device: pin / deformation problem. 1 device: post / device migration. 1 device: switch/relay / electrical/electronic component problem identified. 2 devices: chassis/frame / dust or dirt problem identified. 3 devices: chassis/frame / mechanical problem identified. 4 devices: controller / mechanical problem identified. 6 devices: plunger / deformation problem. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 24 malfunction event(s), where it was reported the device experienced inability to disengage the cot from the cot fastener. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
This report now summarizes 23 malfunction event(s), instead of 24.

Manufacturer narrative:
1 device that was evaluated and was determined the device experienced not charging, which is not reportable.